Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional further described the symptoms as delayed granulomas. A biopsy confirming the "granulomas" was not provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A device history record review has been initiated and analysis of the data has not been completed. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips and nasolabial folds. About 3 months later, the patient developed hard nodules in all the areas injected with juvéderm volift with lidocaine. The lumps were hard and large which left the patient to be concerned with their appearance and how they felt. The lumps were not painful or red. Patient was reviewed 2 weeks later and had lumps to oral commissures. Patient initially treated with smaller dosage of hyalase and once the areas became harder, a larger dose was used on 4 other occasions over the next 3 months. Patient symptoms have improved but will require additional treatment with hyalase.